Manufacturer narrative:
Correction the MDR listed the lot number as 320122 this is the catalog number and not the lot number. D.4. Medical device lot #: 0022082. H6: investigation summay: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out for lot 0022082 and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm 100bx 1200 USA were unable to prime during use. The following was reported by the initial reporter: "it was reported that some pen needles would not attach to the insulin pen and the non patient end was bent prior to the injection. Also, the insulin would not flow when priming. This pr records the occurrences for the mat# 320122 with lot# 0022082 and mat# 320122 with the unkown lot#. Verbatim: consumer stated, some pen needles would not attach to insulin pen stated, the non patient end was bent prior to injection stated, no insulin flow when priming".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 320122, medical device expiration date: 2025-02-28, device manufacture date: 2020-03-24. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm 100bx 1200 USA were unable to prime during use. The following was reported by the initial reporter: "it was reported that some pen needles would not attach to the insulin pen and the non patient end was bent prior to the injection. Also, the insulin would not flow when priming. This pr records the occurrences for the mat# 320122 with lot# 0022082 and mat# 320122 with the unknown lot#. Verbatim: consumer stated, some pen needles would not attach to insulin pen stated, the non patient end was bent prior to injection stated, no insulin flow when priming".